Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage was noted. The 100% stenosed lesion was located in a severely tortuous and moderately calcified distal right coronary artery. The lesion was predilated with a 3.0x15mm apex balloon catheter. The model-liberte bare (mr) ous 32mm x 3.50 was advanced to the lesion, however, was unable to cross the lesion. The physician removed the device from the patient and found the distal edge of the stent had become flared. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).